Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer's screen was blank. It was reported that the batteries were taken out, and then placed back in, but the pump still had blank display. The customer's blood glucose level was reported to be 134mg/dl. It was reported that the customer believes the pump may have been exposed to sweat. The customer reported having noticed moisture under the screen. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
No unexpected blank display was noted. No punctures on the isolation tape was noted. The insulin pump passed the displacement test and off no power test. The operating currents were within specification. Moisture damage was noted on all electronic assemblies and motor assembly. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.